Manufacturer narrative:
Steris account manager offered in-service training on the proper use and operation of the lighting system; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found the damaged cover had already been replaced by the facility biomed. The technician confirmed the lighting system was operational and checked the cover to ensure it was intact and properly secured. No issues were identified. Upon further investigation, the technician learned the cover subject of the reported event had the screw to secure the cover and a portion of the cover still intact after the reported event. The event is likely attributed to damage from user(s) impacting, or allowing impacts upon the affected lighting system cover. The harmonyair g-series surgical lighting system operator manual (10043124) states the following caution statement within the safety precautions section of that manual. "Caution - possible equipment damage - do not bump lightheads into walls or other equipment." Steris account manager offered in-service training on the proper use and operation of the harmonyair g-series surgical lighting system; however the customer has not yet responded. A follow up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a cover from their harmonyair g-series surgical lighting system fell onto the patient. The patient was administered antibiotics as a preventative action and the sterile field was reestablished subsequently causing a delay; the procedure was completed successfully with no report of injury.